Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, pillowing keypad overlay, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) was within specific range, however loaded voltage (loaded vlith) was not within spec range. In further full review in the device history found power loss alarm on the event date of (B)(6) 2021 at 00:27:27 and 00:27:38; also, found: replace battery alarm on (B)(6) 2020 at 07:00:00 and 09:00:00. On (B)(6) 2021 at 17:00:00, on (B)(6) 2021 at 03:07:00, on (B)(6) 2021 at 00:00:00, replace battery now alarm on (B)(6) 2020 at 01:41:00, 01:51:00, and 21:31:00, on (B)(6) 2020 at 00:15:00 and 00:25:00, on (B)(6) 2021 at 03:38:00 and 03:48:00. Power loss alarm on (B)(6) 2020 at 05:06:33, on (B)(6) 2020 at 03:51:07, on (B)(6) 2021 at 06:25:31. Insert battery alarm on (B)(6) 2021 at 17:21:00 and 17:22:12, on (B)(6) 2021 at 00:02:22 and 00:12:00. Failed battery alarm on (B)(6) 2021 at 17:21:42. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. In summary, insulin pump passed required testing, however loaded voltage (loaded vlith) was not within specific range. Customer allegation for power loss alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not worked anymore after changing batteries. Customer tried multiple batteries, insulin pump did not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.